Event description:
Following successful angioplasty of the midfar distal circumflex some mild irregularities were noted in the midportion of the circumflex. Stent placement was attempted. A 3.0 jjis stent was attempted to be passed into the circumflex but couldn't easily make the turn into the circumflex itself. The balloon system was only half way out of the guiding catheter when it was elected not to deploy using this system. The entire system, including the wire, was removed. The stent dislodged from the balloon system traveling distally. High fluoroscopy of the arms bilaterally, carotids and aortic arch performed. The stent couldn't be visualized. Pt had excellent pulses & no discomfort. Pt discharged on 4/3/97.